Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the keypad was intact with no lifting or damage observed. All of the buttons on the keypad were intermittently responsive and required excessive force to activate. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the display screen was discolored. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons on the pump were hard to push and intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.